Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 50 x 56mm abdominal aortic aneurysm. It was reported on the date of the CT a year and 8 months later, a type iiib endoleak was confirmed on angiogram and CT. The hole in the fabric was located roughly 1cm distal to flow divider in the left limb. Intervention was performed and an endurant limb was implanted at the level of the flow divider. As per the physician the cause of the event was anatomy and noted there was calcium near the left limb. No additional clinical sequelae were provided and the patient is fine.